Event description:
Lead management case to extract one mdt 6943 lead due to generator erosion. The lead was prepped for extraction but the screw would not retract. Gentle traction was placed on the lead using an lld #2 confirming adhesions along the innominate vein. A 16f glidelight laser sheath was advanced under fluoroscopic guidance. When the laser sheath was at the level of the high right atrium the tip of the lead freed from the right ventricle. When the lead and sheath were removed from the body the patient¿s blood pressure fell and a new 1-2cm effusion was noted on tee. A pericardiocentesis was performed and epinephrine was given. The CT surgeon opened the chest immediately and noted bleeding from the lateral posterior portion of the cavoatrial junction. Patient was placed on bypass to accommodate for repair time. Visualization of the injury showed partial avulsion from the cavoatrial junction and posterior aspect of the svc extending up to the inferior aspect of the innominate vein. The injury appeared to be completely full thickness across the length of the innominate vein. However the tissue also appeared extremely bruised and torn. The patient survived the intervention and was sent to the ICU.